Manufacturer narrative:
The device is not available for inspection in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output probable root cause: - cables, connectors, sources, or sinks - capture card, motherboard, power supply - sdc firmware - over-heating (air duct, fans, heat sinks, dust, vents) - sdc application software [cor, ip], clarity package - clarity algorithm - use error - cybersecurity - assets - video input/output, video routing, teleconferencing/calls/video streaming esp software the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a case, the hub went blue then black then froze and no image to the monitor. After the hub had that problem, they hooked up the 1688 ccu output up to the monitor (bypassed the hub) and the case continued. No harm or delay to patient or user was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the hub went blue then black then froze and no image to the monitor. After the hub had that problem, they hooked up the 1688 ccu output up to the monitor (bypassed the hub) and the case continued. No harm or delay to patient or user was reported.